Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted. The lead was positioned and the fixation tool was turned 40 times, but the helix did not extend. He lead was removed and no new ra lead was implanted. The physician completed the procedure with a single chamber pacemaker. No adverse patient effects were reported. The lead was returned for laboratory analysis.